Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch #4900240000-2020-8021.

Event description:
Procedure performed: laparoscopic cholecystectomy with intraoperative cholangiogram. Event description: from medwatch uf/importer report #4900240000-2020-8021 received via mail on (B)(6), 2020: the date of event was in (B)(6) 2020. The product is available for return. "Event description: when using trocar for laparoscopic procedure, the tip bent and had piece(s) broken off. Surgical site area was searched and palpated, and one small plastic piece was retrieved; no other pieces visualized/palpated." Operative note: pre-op diagnosis: acute cholelithiasis. Post-op diagnosis: acute cholecystitis. Procedure performed: laparoscopic cholecystectomy with intraoperative cholangiogram. Technique: "an incision was made using a scalpel. Veress needle was used to gain access to the peritoneum and to insufflate the abdomen. At this time, we attempted to place a 12mm trocar through the supraumbilical site. However, the tip of the trocar bent while attempting to penetrate the fascia. This trocar site was passed off and a record was made. A 5mm port with trocar was then used to penetrate the fascia and then a second 12mm trocar was then used through the fascial defect created by the 5mm port. The laparoscope was then placed through the 12mm trocar and showed that there was no injury to the underlying structures. Three additional 5mm port sites were then placed in the right upper quadrant, the right mid abdomen and the epigastric region." The original intended procedure was a cholecystectomy, laparoscopic [47563 (cpt)]. The problem the user had was device malfunction - that is, the device did not do what it was supposed to do. Additional information was received from user facility via e-mail on (B)(6), 2020: the date of the incident was (B)(6), 2020. No patient injury or illness occurred associated with the complaint event. It is unknown if the obturator break was considered to be a clean break. The location of the bend was at the tip. It is unknown if the obturator was inside the cannula at the time of the incident. There was difficulty during insertion. The obturator was replaced. No photos are available. Intervention: "surgical site was searched and palpated and one small plastic piece retrieved; no other pieces visualized/palpated." Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a damaged obturator tip. Engineering observed that the obturator tip showed signs of melting, was bent, and had fractured. Upon further investigation of the unit, it is likely that the damaged obturator tip was caused by the heat generated by an inappropriately sized scope used during the procedure. The size of the scope allowed it to be inserted too far into the obturator tip, which caused the tip to be exposed to high heat for an extended period of time and made it more malleable. The obturator tip was damaged by the force exerted on the tip during insertion while the tip was malleable. Applied medical¿s instructions for use (IFU) states that, "when using fios first entry to visualize insertion, prepare an appropriately sized zero degree [] laparoscope by applying sterile anti-fog solution to the laparoscope lens." An appropriately sized scope to use with the returned unit is a 10mm scope as opposed to a 5mm scope. This report is to follow-up medwatch #(B)(4)

Event description:
Procedure performed: laparoscopic cholecystectomy with intraoperative cholangioagram. Event description: from applied medical team member received via telephone on (B)(6) 2020: they were using older version 5mm scope with the ctf33. While inserting into the 1st incision near umbilicus, noticed that the tip of the obturator appears to have melted. Trocar was replaced with a new trocar and case continued. There was no patient injury. The device is available for return. From FDA received via mail on march 10, 2020: when using trocar for laparoscopic procedure, the tip bent and had piece(s) broken off. Surgical site area was searched and palpated, and one small plastic piece retrieved; no other pieces visualized/palpated. Operative note: pre-op diagnosis: acute cholelithiasis. Post-op diagnosis: acute cholecystitis. Procedure: laparoscopic cholecystectomy with intraoperative cholangioagram technique: an incision was made using a scalpel. Veress needle was used to gain access to the peritoneum and to insufflate the abdomen. At this time, we attempted to place a 12mm trocar through the supraumbilical site. However, the tip of the trocar bent while attempting to penetrate the fascia. This trocar port site was passed off and a record was made. A 5mm port with trocar was then used to penetrate the fascia and then a second 12mm trocar was then used through the fascial defect created by the 5mm port. The laparoscope was then place through the 12mm port and showed that there was no injury to the underlying structures. Three additional 5mm port sites were then placed in the right upper quadrant, the right mid abdomen, and the epigastric region. From user facility received via email on march 11, 2020: the date of the incident was (B)(6) 2020. No patient injury or illness occurred associated with the complaint event. It is unknown if the obturator break was considered to be a clean break. The location of the bend was at the tip. It is unknown if the obturator was inside the cannula at the time of the incident. There was difficulty during insertion. The obturator was replaced. Intervention: surgical site area was searched and palpated, and one small plastic piece retrieved; no other pieces visualized/palpated. Patient status: no patient injury occurred.

Event description:
Procedure performed: laparoscopic cholecystectomy with intraoperative cholangiogram. Event description: from medwatch uf/importer report #4900240000-2020-8021 received via mail on march 10th, 2020: the date of event was in february 2020. The product is available for return. "Event description: when using trocar for laparoscopic procedure, the tip bent and had piece(s) broken off. Surgical site area was searched and palpated, and one small plastic piece was retrieved; no other pieces visualized/palpated." Operative note: pre-op diagnosis: acute cholelithiasis. Post-op diagnosis: acute cholecystitis. Procedure performed: laparoscopic cholecystectomy with intraoperative cholangiogram. Technique: "...an incision was made using a scalpel. Veress needle was used to gain access to the peritoneum and to insufflate the abdomen. At this time, we attempted to place a 12mm trocar through the supraumbilical site. However, the tip of the trocar bent while attempting to penetrate the fascia. This trocar site was passed off and a record was made. A 5mm port with trocar was then used to penetrate the fascia and then a second 12mm trocar was then used through the fascial defect created by the 5mm port. The laparoscope was then placed through the 12mm trocar and showed that there was no injury to the underlying structures. Three additional 5mm port sites were then placed in the right upper quadrant, the right mid abdomen and the epigastric region..." The original intended procedure was a cholecystectomy, laparoscopic [47563 (cpt)]. The problem the user had was device malfunction - that is, the device did not do what it was supposed to do. Additional information was received from user facility via e-mail on march 11th, 2020: the date of the incident was february 4th, 2020. No patient injury or illness occurred associated with the complaint event. It is unknown if the obturator break was considered to be a clean break. The location of the bend was at the tip. It is unknown if the obturator was inside the cannula at the time of the incident. There was difficulty during insertion. The obturator was replaced. No photos are available. Intervention: "surgical site was searched and palpated and one small plastic pkece retreieved; no other pieces visualized/palpated." Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a damaged obturator tip. Engineering observed that the obturator tip was bent and had fractured. Based on the condition of the returned unit and the description of the event, it is likely that the scope was inserted too far into the obturator tip, which exerted additional forces on the tip and caused the damage that was observed on the returned device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow-up medwatch # (B)(4).